Event description:
The customer reported that on (B)(6)2024 the patient had 7 premature ventricular contraction (pvc) and our devices did not alarm. There was no patient injury reported.

Manufacturer narrative:
The customer reported that on (B)(6)2024 the patient had 7 premature ventricular contraction (pvc) and our devices did not alarm. Technical support (ts) informed the customer to gather the logs for both the transmitter and the central nurse's station (cns) for the investigation. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. D10 concomitant medical device: the following device was used in conjunction with the gz transmitter: returned to nihon kohden: no. D10 attempt # 1: (B)(6)2024 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6)2024 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 (B)(6)2024 emailed the customer via microsoft outlook for device information: no reply was received.